Event description:
It was reported the customer had a low blood glucose incident. Date of the adverse event was (B)(6) 2015. Blood glucose at the time of admission was 19 mg/dl. The customer stated the paramedics were called treat for their low blood glucose. The customer stated they went to bed with a blood glucose of 139 mg/dl. Customer stated their son found them unconscious, prompting the paramedics to be called. Customer was treated for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.